Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that at 6:30pm, the patient was getting dizzy and she fell on the floor but did not lose consciousness. Prior to getting dizzy, the last known cgm reading was 144 mg/dl and patient, and the patient would have had jumpy readings. The husband found the patient and called 911. Prior to emergency medical services (ems) arriving, the husband noted that the cgm reading was low, but was not able to take a fingerstick. The husband did not give her medication while waiting for the ems. Upon arrival of ems, a fingerstick was taken and the blood glucose reading was 45mg/dl while the cgm reading was still low. The patient was treated with 2 glucose tablets and food, gummies and drinks, and after more than 5 minutes, another fingerstick was taken. This time the cgm reading was 44 mg/dl, and the blood glucose reading was 129 mg/dl. The patient was transported to the emergency room (ER). Upon arrival at 7:00pm they did bloodwork and an x-ray (the patient injured her right knee when she fell but no further information was reported regarding this). At the time of the result of the bloodwork the cgm reading was 255 mg/dl, and the blood glucose reading was 179 mg/dl. The patient was given 50% of glucose intravenously. The patient was discharged the day after the event, but spent less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with low cgm reading. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.